Event description:
Nellcor puritan bennett received info suggesting the device failed to cycle while on a pt. It was reported the device did alarm with "battery depleted" message. There was no pt harm or change in therapy.